Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: additional information request- 1. Did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? => no information. 2. Were x-rays taken to locate the needle piece(s)? => no information. 3. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? => no information. 4. Was there any additional tissue damage as a result of searching for the needle piece? => no information. 5. What was the size of the needle used? => no information. 6. What was the size of the needle that broke off into the patient? => no information. 7. Was more than half the needle retained in the patient? => no information. No further information will be provided.

Event description:
It was reported that a patient underwent a distal gastrectomy on (B)(6) 2017 and suture was used. The needle was broken at the swage part during mattress suturing on the dermis. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Investigation summary: a failed suture needle was returned for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of evidence of a ductile overload failure. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.